Event description:
The customer reported that the wiring was pulling out of the probe end of the pulse oximeter. There was no patient injury reported.

Manufacturer narrative:
A visual examination of the returned device revealed the led wiring was removed from within the probe taping, and was exposed. Excessive tensile force applied to the wires of the sensor can cause the wires and wire insulation to pull away from the sensor. The ascent healthcare solutions IFU for masimo pulse oximeter states, "inspect the sensor for visible defects. Never use a sensor with exposed electrical circuitry or one that appears to be damaged." The device history record for the returned device indicates that the pulse oximeter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.